Event description:
It was reported that post xact stenting procedure in the left internal carotid artery, the patient experienced a stroke with right sided weakness and facial droop. CT scan of the head showed no acute/subacute hemorrhage or obstruction; new blurring in the left cerebrum/basal ganglia/thalmus worrisome for maturing/progressive ischemic injury. There was no reported treatment provided. The patient remains hospitalized with unchanged condition. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke and weakness may occur during this type of procedure and are listed in the instructions for use, as known observed and potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.